Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia, hyperprolactinemia, dysfunctional uterine bleeding, ovarian cyst, stillbirth, epilepsy and vaginal delivery. Previously administered products included for an unreported indication: paragard. Concurrent conditions included anxiety, vaginal bleeding, prolonged menses, uterine leiomyoma and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage and weight increased to be related to essure. The reporter commented: the left tubal ossea was then visualized and cannulated with an essure device. The device was positioned and then deployed. Two coils were seen within the uterine cavity. The right tubal osseum was then identified. Again this was cannulated with the essure device, the device was positioned and then deployed, four coils were seen to project into the uterine cavity from the tube, diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a) uterus, cervix, and right fallopian tube, hysterectomy and salpingectomy: uterine leiomyoma, benign endometrium. Cervix with benign squamous and endocervical mucosa. Benign fallopian tube with evidence of previous sterilization procedure. B) fallopian tube, left, salpingectomy: benign fallopian tube with para tubal cysts and evidence of previous sterilization procedure. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia, hyperprolactinemia, dysfunctional uterine bleeding, ovarian cyst, stillbirth nos, epilepsy and multigravida. Previously administered products included for an unreported indication: paragard. Concurrent conditions included anxiety, vaginal bleeding, prolonged heavy periods, uterine leiomyoma and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage and weight increased to be related to essure. The reporter commented: the left tubal ossea was then visualized and cannulated with an essure device. The device was positioned and then deployed. Two coils were seen within the uterine cavity. The right tubal osseum was then identified. Again this was cannulated with the essure device, the device was positioned and then deployed, four coils were seen to project into the uterine cavity from the tube. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a) uterus, cervix, and right fallopian tube, hysterectomy and salpingectomy: uterine leiomyoma benign endometrium. Cervix with benign squamous and endocervical mucosa. Benign fallopian tube with evidence of previous sterilization procedure. B) fallopian tube, left, salpingectomy: benign fallopian tube with para tubal cysts and evidence of previous sterilization procedure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.